Event description:
Medtronic received a report that when the microcatheter was in place, and when the solitaire stent was delivered, the stent couldn't enter the rebar27 microcatheter. There was obvious resistance at the microcatheter hub. Through the operations of tightening the introducer sheath and rotating the pushing guidewire, it was still impossible to enter themicrocatheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information received reported that the cause of the resistance was not determined. The product did not enter the patient's body, and the resistance occurred at the proximal end of the microcatheter. A continuous saline flush had been administered and maintained as indicated in the IFU. The procedure was completed using a replacement product. Additional information was received stating that there was resistance in the hub lumen at the proximal end of the microcatheter.

Manufacturer narrative:
H3: product analysis of sfr-6-30, lot no: b632359 as found condition: the solitaire fr device and rebar-027 catheter were returned for analysis within a shipping box, a plastic bio-pouch, and an opened solitaire fr inner pouch. The solitaire fr device was returned within the rebar-027 catheter. Damage location details: the solitaire fr pusher was found extending out from the within rebar-027 catheter hub for ~3.5cm and from within the catheter distal tip for ~17.3cm. The distal ~9.0cm of the rebar-027 catheter body was found ovalized/flattened. The solitaire fr stent was found not attached to the pusher. The pusher inner core wire was found to have separated at the buffer coil weld within the shrink tubing; ~3.0cm from the stent¿s proximal marker. The solitaire fr stent was found still attached to the core wire and in good condition. Testing/analysis: the solitaire fr pusher could not be removed from within the rebar-027 catheter as resistance was encountered. The broken solitaire fr pusher inner core wire was sent out for scanning electron microscopy (sem) failure analysis. According to the sem report, the broken end failed via overload. Conclusion: based on the device analysis and reported information, the customer¿s ¿stent stuck in catheter hub¿ report could not be confirmed. Testing of the rebar-027 catheter hub could not be performed as the solitaire fr pusher was found stuck within rebar-027 catheter. Likely, the damage observed at the distal end of the rebar-027 catheter (ovalized/flattened) contributed to the resistance with the solitaire fr pusher. The rebar-027 catheter can become damaged due to patient vessel tortuosity or if the catheter is advanced/retrieved against resistance. However, the cause of the catheter damage could not be determined. Regarding the observed pusher separation, device separation can occur due to vessel tortuosity, delivery and retrieval friction, a higher number of device passes, guide/balloon catheters or intermediate catheter integrity issues such as kinking within the shaft, presence of a pre-existing extra/intracranial stenosis or calcified plaque, presence of hard clots/thrombus entanglement with overbending during the retraction process, not aligning the microcatheter with the proximal end of the solitaire device, or removal of the microcatheter prior to retri eval of the solitaire device with or without clot. However, the cause for the device separation could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.